Manufacturer narrative:
Concomitant medical products: product ID: dtba1d1 crt-d, implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for noise. The patient was advised to go to the emergency room (ER) and while there an inappropriate shock was delivered. Therapies were suspended and the patient was provided a life vest. A lead replacement is planned. No further patient complications have been reported as a result of this event.